Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information, patient photo. No incident forms or photos has been provided by the user facility. An examination of the subject device was done by a lumenis service engineer after verifying all system functions including calibration and energy output verification, the subject device operated well within lumenis specifications. He wasn't able to duplicate the reported problem. No device malfunction was observed. The system was operational and was ready for use. Clinical evaluation wasn't done as no incident forms were sent to lumenis. While the information received to date does not confirm that a serious injury nor malfunction had occurred, because of the lack of information lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report following lightsheer desire treatment on a few patients that have been burned. One of the patients has blister and open wound which occurred about 48 hrs before reporting on skin type 4. The settings were appropriate during the procedure. Since no incident forms were sent this complaint represents all patients mentioned.